Event description:
Consumer reported complaint for error messages (unknown) and hi blood glucose test results. Daughter is calling on behalf of the customer. Caller stated that due to the hi blood glucose test result the customer had taken insulin; caller stated the customer's blood glucose had dropped and 911 had been called. Caller stated that the customer had lost consciousness by the time the ambulance had arrived. Call had been disconnected when manufacturer attempted to assist; manufacturer attempted a follow-up call and was unable to establish contact with customer. No further information, including that of the customer and product information, was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result and symptom(s). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.